Event description:
It was reported that the patient was not getting pain relief from the pump. A dye study was to be performed on (B)(6) 2014 to check the catheter. At the time of report, there was no patient injury. The device system was used to deliver dilaudid. Two days later, it was reported that the issue with the catheter was its location. It was seen that the catheter tip was at s1, so it had appeared to have pulled back. At the time of report, the patient was not receiving effective therapy and was still having pain. It was indicated that the catheter would need to be revised.

Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2013, product type catheter. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Additional review found the following information that was previously reported pertained to mfg report # 3004209178-2014-08791: [additional information received reported the catheter was either fractured or disconnected and the pump was flipped. The event required catheter reconnection or revision. The product issue was not resolved and the cause was not determined. The pump flipped freely in the pocket. And a dye study showed the catheter was either disconnected or fractured. The patient had less than 50% therapy relief. The location of the issue or symptom was unknown. The patient status at the time of the report was "alive- no injury." It was noted the pump system was being used to deliver fentanyl at the time of the report.]

Event description:
It was reported that the physician was doing a catheter revision and implanted a new spinal segment of catheter. The pump, pump tube and proximal end of the catheter still had drug in them. Priming bolus would only be the new spinal end. It was noted that the patient was implanted in (B)(6) 2013 and was not getting therapy. The healthcare provider did a dye study (unknown date/time) and the catheter was determined as going ¿retrograde.¿ it was further reported that the pump was infusing fentanyl at the time of report.

Event description:
Additional information was received. It was reported that the revision was performed to move the catheter from the sacrum to t7. At the time of report, the patient was receiving effective therapy.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported the catheter was either fractured or disconnected and the pump was flipped. The event required catheter reconnection or revision. The product issue was not resolved and the cause was not determined. The pump flipped freely in the pocket. And a dye study showed the catheter was either disconnected or fractured. The patient had less than 50% therapy relief. The location of the issue or symptom was unknown. The patient status at the time of the report was "alive- no injury." It was noted the pump system was being used to deliver fentanyl at the time of the report.